Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
It was reported that there was a "small spider" inside the bulb syringe included in the pack on (B)(6) 2025. The customer reported that there was no patient involvement due to the issue being identified prior to the surgical procedure being started. The customer reported the sterile field needed a "breakdown and new back-up table set up was done". The customer reported there was no serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there was a "small spider" inside the bulb syringe included in the pack on (B)(6) 2025.